Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years and three months of post deployment, the patient experienced chest pain. Around, eleven months and three weeks later, posteroanterior and lateral views of chest was performed which showed inferior vena cava filter overlying the right upper abdomen, incompletely imaged. Around, three months and two weeks later, the patient experienced fever and pain, computed tomography of abdomen and pelvis with intravenous contrast was performed which showed inferior vena cava filter infra renal in location. Around one week later the patient experienced abdominal pain. Around, four years and seven months of later, the patient experienced pain. Around, four months and two weeks later, patient was placed supine on the angiographic table and a limited scout examination of the abdomen was performed. These revealed only 11 struts on the inferior vena cava filter noted, with one strut missing. A scout image of the chest was then performed which demonstrated the strut in the right lower lobe. The right neck was prepped and draped in a sterile fashion. Using ultrasound guidance right internal jugular vein was accessed. Image was documented. After a series of exchanges a 5 french straight flush catheter was advanced into the inferior venacava. The venogram performed revealed no evidence of thrombus and normal level of the renal veins without evidence of congenital abnormality. Next, a bentson wire was placed through the catheter and the catheter was removed. A 12 french sheath was placed so that the tip was above the filter apex. A 5 french contra 2 catheter was placed through the sheath. The contra 2 was formed in the inferior vena cava below the filter with the reverse curve of the catheter pointed cranially. An exchange length glide wire was then placed through the contra 2 catheter to engage a few struts of the inferior vena cava filter. Next, through the sheath, a gooseneck snare was then used to snare the exchange length glide wire. The wire was brought outside of the sheath and both sides of the wire were clamped with a hemostat. It was then attempted to advance the sheath over the wire loop and over the apex of the filter. However, multiple attempts were unable to engage the apex of the filter. The gooseneck snare was then advanced over one end of the exchange length glide wire and through the sheath and was used to engage the apex of the filter. Once the apex of the filter was engaged with the gooseneck snare and the struts still engaged with the glide wire loop, the sheath was advanced over the placenta until all the structures of the filter were collapsed into the sheath. The inferior vena cava filter was removed from the vascular sheath and visually inspected. There was small amount of right fibrinous material noted surrounding the apex of the filter. 6 primary struts and 5 secondary struts were seen. A post filter retrieval inferior vena cavogram was performed demonstrated no abnormalities with no evidence of caval injury or active contrast extravasation was identified. Finally, the sheath was removed. Hemostasis was achieved with manual compression. Sterile dressing was applied, and the patient was transferred to holding area in stable condition. Therefore, the investigation is confirmed for filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs and filter wire embedded in the lung. The device was removed percutaneously. The current status of the patient is unknown.